Event description:
It was reported that during a surgery while the the syndesmosis tightrope was tightened, the suture of the tightrope has unraveled halfway through the process. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2023 update dw the event occurred during a complex intervention on the syndesmosis due to a chronic instability.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Visual evaluation noted ends of the device were frayed and one end was cut. It was also noted that the device was frayed near the button. The most likely cause can be attributed to use error as the fraying can be caused by pulling or adjusting the strands along a sharp or rough edge. Functional testing was not performed due to the damage to the device.